Manufacturer narrative:
There is no established expiration date for this device. Actual device was evaluated in the field. Unknown whether the initial reporter is a health professional. Evaluation summary: floor lock foot provides stability to the table when they are unlocked as well as allow majority of tables articulation. The floor lock foot pad has grooves that provide friction for the table when in the locked position. There are 2 floor lock foot with pads and two floor lock foot without pads. The floor lock foot with pad provides stability to the table when they are locked. If one floor lock foot is missing pad then the table would teeter as much as the thickness of the pad. If both the pads are missing then there is a potential for the table to slide if pressure is applied as there is no friction between the table and the or surface. In this event, the table was missing both pads and the technician reported that the table could slide less than one inch when pressure is applied. If this were to occur during surgery, there is a potential for patient injury or other adverse consequences. This is not a single use device.

Event description:
It was reported that the surgical table is missing 2 pads from the floor locks and table is sliding. There were no adverse consequences as a result of this malfunction.